Event description:
It was reported when using the bd vacutainer® k2 edta 3.6mg , the device experienced whole tube push off from the non-patient end needle. The following information was provided by the initial reporter. The customer stated: during using the tube, it was found that the tube was pushed off.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta 3.6mg , the device experienced whole tube push off from the non-patient end needle. The following information was provided by the initial reporter. The customer stated: during using the tube, it was found that the tube was pushed off.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 1 video was provided for investigation. The video was reviewed and the indicated failure mode for tube push off with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode tube push off. Bd was not able to identify a root cause for the indicated failure mode.